Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d4: the device expiration date is currently unavailable. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that the camera head ac - c-mount device had a grainy picture, red lines, and no longer communicated with ccs along with a shaver handpiece 2.0 with buttons device, fuslitegu_olym-acmi_5.0mmx3.0m device, fuslitegu_olym-acmi_3.5mmx3.0m device and fuslitegu_olym-acmi_5.0mmx3.0m device. During in-house engineering evaluation, it was determined that the device had intermittent operation. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.